Event description:
Healthcare provider reported unknown side "hole-non specific". Unknown device history.

Manufacturer narrative:
Clarification to b5: serial number on paperwork received with device did not match serial number of received device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluatoin: no observations are performed for the complaint as the event is insufficient information. Additional observations: creases are observed. No further actions are required as the device was implanted. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.